Event description:
During routine testing, the user found that the unit would turn on and then lock up. There was no pt harm involved. Tests disclosed a failed crystal on assembly. The cause of the crystal failure could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.